Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed, as unidentified (tear) opening. (Shell thickness within specification). Additional observations: no other observation observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by ultrasonography. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Patch lot number 2903057. Additional observation: red particles observed in the gel. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with a non-allergan device.